Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. No physical damage to lcd glass or display anomaly noted. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a display anomaly and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error alarm occurred frequently. The customer stated that the lower left and right of the screen have a crack. The self-test was completed normally. The customer will return the pump for analysis.